Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. According to the information received: "the instrument does no longer hold the pins". The product was not returned to depuy synthes, however photos were provided for review. See attachment ((B)(4) source doc - not to be translated). The photographs attached were reviewed, however they do not represent the reported complaint. The investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Additionally, functionality issues cannot be assessed through a photo investigation. A manufacturing record evaluation was performed for the finished device pg228328 lot number, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. 1) quantity manufactured: (B)(4). 2) date of manufacture: 4-apr-2013. 3) any anomalies or deviations identified in DHR: no. 4) expiry date: n/a. 5) IFU reference: IFU-090200836, rev b or c. Device history review. A manufacturing record evaluation was performed for the finished device pg228328 lot number, and no non-conformances nor manufacturing irregularities were identified. Corrected: h4.

Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information provided: "the instrument does no longer hold the pins". The product was returned to depuy synthes for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance, as only signs of wear could be observed on the device surface. A dimensional inspection was not performed since it was not applicable to the complaint condition. Even though the conditions in which the reported failure cannot be replicated and the mating component was not returned for evaluation, a functional test was performed using depuy synthes lab samples (styrofoam block and attune pins). Functional test revealed that the attune pin puller could grab and retrieve correctly the pins from the hard styrofoam. A manufacturing record evaluation was performed for the finished device pg228328 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was not confirmed as the observed condition of the attune pin puller would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot 1) quantity manufactured: (B)(4) 2) date of manufacture: 4-apr-2013 3) any anomalies or deviations identified in DHR: no 4) expiry date: n/a 5) IFU reference: IFU-090200836, rev b or c. Device history review a manufacturing record evaluation was performed for the finished device pg228328 lot number, and no non-conformances nor manufacturing irregularities were identified. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the instrument does no longer holds the pins. No patient harm.